Event description:
It was reported that a caregiver contacted customer care for a low blood glucose of 68 mg/dl in a person using the ilet bionic pancreas, with the bionic report indicating the user was not meal announcing and the ilet provided correction dosing, and the low appeared to follow a post-meal correction. Symptoms included hypoglycemia. Outcomes included resolution of the low after oral glucose and stabilization to 138 mg/dl during the call, with no hospitalization. Investigation included customer care troubleshooting and education on correction protocol, glucose alert response, and appropriate carbohydrate intake. Investigation of this case revealed no device malfunction and suggested user-related factors, including missed meal announcements with corrective dosing preceding the low. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.